Event description:
Brushhead comes apart [device breakage]. No adverse event [no adverse event]. Case description: a male consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral -b precision clean brushheads came apart. The toothbrush had not been dropped. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full eval will occur upon receipt of the returned product.